Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: during tissue incision, an electrical discharge might have occurred due to one of the following factors. The high-frequency output was set too high, the electrosurgical unit was used in the coagulation mode, or the output activation time was too long. A discharge occurred, and the tip became hot instantly. As a result, the tip melted. The slider pulled, but the melted tip could not be caught to the distal end cover. As result, the entire cutting knife also the melted tip was retracted into the distal end cover. The slider was pushed, but the distal end of the cutting knife was caught to the distal end cover. As a result, the cutting knife could not be extended. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use electrosurgical knife kd-655 exhibited melting at the tip. There was no patient involvement.